Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from on (B)(6) 2020 at 7:45:13 through 9:22:17. The log file was comprised of pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists wound dehiscence, infection, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
On (B)(6)2020 the patient underwent a computed tomography (CT) of the chest. There were 2 large fluid collections associated with the outflow cannula of the left ventricular assist device (lvad). The larger more cephalad collection extends through a defect in the upper body of the sternum to involve the subcutaneous tissues accounting for the patient's palpable abnormality. On (B)(6)2020, the acid-fast bacillus blood culture was overgrown with mold. On (B)(6)2020, acid-fast bacillus blood culture had no growth of mycobacterial at 3 weeks. On (B)(6)2020 a bone specimen of the sternum had no neutrophils, no organisms, and there was no fungal growth at 3 weeks. Aerobic and anaerobic cultures were negative. On (B)(6)2020 rifabutin was stopped due to leukopenia. On (B)(6)2020 ethambutol and amikacin was stopped. Azithromycin was continued daily. Meropenem continued.

Event description:
The pi events resolved when the patient's vad speed was lowered from 5400 to 5200. On (B)(6) 2020 the patient went to the cardiovascular operating room for sternal wound incision and drainage and cultures. There was a presence of purulent drainage involving the outflow graft and sternal bone destruction and infection. The sternal wires were removed and a would vacuum was applied. It was unclear what caused the hematoma. The patient has been on antibiotics and no growth from cultures acquired on (B)(6) 2020 and (B)(6) 2020. There was a polymerase chain reaction of bone tissue acquired on (B)(6) 2020. There was no growth at 14 days. The patient was discharged on a wound vacuum and home antibiotics via a peripherally inserted central catheter line.

Manufacturer narrative:
Additional information: section b5, h6.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a fractured sternal wire and a hematoma with sternal dehiscence. Upon review of the log file, technical services observed pi events. There were no other unusual events noted in the log file. The equipment is operating as intended.